Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue with the adc device reader. Due to delivery delay customer experienced a loss of consciousness, requiring treatment of glucose tablets, syrup, ¿shot all day¿ via third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader. No new issues were observed. Reader did not power on with button depression , test strip insertion or usb cable insertion. The reader was de-cased and visual inspection was performed . Liquid contamination was observed . Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue with the adc device reader. Due to delivery delay customer experienced a loss of consciousness, requiring treatment of glucose tablets, syrup, ¿shot all day¿ via third-party. There was no report of death or permanent injury associated with this event.